Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the el5ml ¿didn¿t work.¿ the case was completed with another device of the same product code. There were no patient consequences reported. The rep spoke to customer and they said they had no additional information regarding product issue.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation pre-analysis making the instrument non-functional. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A batch/lot record review was performed and the batch met all final acceptance criteria.